Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary both photo of the complaint device and the actual complaint device were received and evaluated. Upon visual inspection of the photo, it could be observed a damage found near the chamber bracket, which could lead to leak issues. The complaint device was received and evaluated. Upon visual inspection it could be observed that a section of the inflow tubing is damaged, a slit could be observed near the expansion chamber. The functional test could not be performed due to the damages in the tubing. Saline residues were found in the device. A manufacturing record evaluation was performed for the finished device 3001631, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump when installing the tubing set; when the device was placed into the roller pump, the chamber could be damaged by the edge of the holder bracket., however, this cannot be conclusively determined, as per IFU; to avoid damage to the tubing make sure that tubing is centered on the groove of the pump. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI#: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed a damage found near the chamber bracket, which could lead to leak issues. No further information was provided. A manufacturing record evaluation was performed for the finished device 3001631 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump when installing the tubing set; when the device was placed into the roller pump, the chamber could be damaged by the edge of the holder bracket. As per IFU, when positioning the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in australia in that during an arthroscopic shoulder stabilization procedure on (B)(6) 2023, it was observed that the fms fluid management system inflow tubing (fms vue) device leaked once fms was switched on. According to the report, it was determined that there was a pinch point/damage identified on the tubing at the pump rolling wheel after inspection. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.